Event description:
It was reported that a physician was attempting to deploy 2 (two) 9mm diameter x 40mm length and a complete self expanding (se) peripheral stents to treat a tight lesion in the iliac common artery with 90% stenosis. The lesion was pre-dilated. It was reported that during deployment of the first complete se, the stent jumped out of the retractable sheath and was found to be 4cm higher than planned. The stent was 3cm in the aorta and just one centimetre in the cia. It was decided to stabilise the stent by placing another stent in the contra lateral side. When placing this stent they started deploying one centimeter below the first one and ended up with a stent placed one centimetre above (also jumping). The procedure was finalised with the placement of a scuba over the lesion. It was also reported that the scuba stent also migrated a little and that this may have been due to the very tight lesion. No patient injury and no other clinical sequelae were reported. Cine image review: cine images were provided for review; however, the cause of failure was unable to be determined from the images for the implanted scuba stent.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent migration). Patient condition affected effectiveness of the device (patient lesion morphology, confirmation of a tight lesion from review of the cine images). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, confirmation of a tight lesion from review of the cine images). Known inherent risk of procedure (stent migration).

Manufacturer narrative:
Results: limited information provided. Device not provided for review. Conclusion: device not provided for review. (B)(4).